Event description:
The silverspeed .014" guidewire was introduced but did not advance as anticipated. When trying to withdraw the guidewire, it broke and a piece remained in the occipital artery. The procedure was discontinued. There were no clinical sequelae related to the event.